Event description:
The rptr called for a replacement meter, and said she may have seen an er1 message. She stated that she had left her meter in her car and when she turned it on, an er1 or some other error appeared.